Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that they had missdrillings during a surgery. The surgeon had another try and could complete the surgery.

Manufacturer narrative:
Evaluation summary: the alleged event of distal mis-targeting was not confirmed. Functional testing revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given.

Event description:
The nurse reported to our sales rep that they had missdrillings during a surgery. The surgeon had another try and could complete the surgery.